Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through sales rep. A device history record review is currently in process.

Manufacturer narrative:
Evaluation method - functional test and sem analysis: evaluation summary: according to edwards' product complaint database, this valve was explanted after an implant duration of approximately 2 years when the patient developed an infection and aortic aneurysm, which required that the valve be replaced. No report of valve malfunction was made. The valve was sent to research and development for evaluation. The result of their evaluation is as follows: there is separation of the leaflet free edges between leaflets 1 and 2 in air without pressure. The leaflet free edge path of leaflets 2 and 3 near commissure 3 is displaced from a straight line to the center of coaptation. Mild host tissue growth is observed on the inflow side of leaflet 1 and leaflet 2, and on the outflow side of all three leaflets. Swollen and thickened tissue is also detected in all three leaflets at the commissure attachment sites. The sewing ring cloth is mostly intact with minimal disruption. A review of the manufacturing and inspection records related to this device was completed and the results demonstrate that the device met all specifications. No echocardiography was provided; therefore, the functionality and behavior of the valve in vivo cannot be evaluated. The leaflets of this valve were stiffer than similar un-implanted valves when probed with a finger. Leaflet stiffening is almost always present in explanted valves; and is most likely due to blood exposure during implantation and subsequent storage in formalin after explantation. The increase in stiffness may influence the appearance of the returned valve, the function of the leaflets, and the flow and leak assessments performed under fluid pressure. In addition, the host tissue overgrowth present was cross-linked during storage in formalin after explantation, which will further stiffen the leaflets and may compromise the leaflet mobility. The valve was tested as-received in a pulse duplicator at the normal physiological condition of 5 lpm, 70 beats per minute, and 100 mmhg mean aortic pressure. The leaflets do not fully open, due to leaflet stiffening from storage in formalin after exposure of the leaflets to blood and host tissue overgrowth. Since the leaflets do not fully open, the eoa in this condition is 1.35 cm2 which is slightly lower than the 1.40 cm2 requirement in (B)(4). This reduced eoa is typical of returned, explanted valves and underestimates their performance in vivo. The total regurgitant fraction (trf) of the valve is 2.3%. This measured trf is roughly six times less than the 15% maximum allowed for this size valve per (B)(4). X-ray imaging did not reveal any leaflet tissue calcification. The stiffener band is intact. The wireform has a fracture in cusp 3. Microfocus x-ray inspection of the as-returned valve confirmed that a wireform fracture was present. The fracture is near the center of cusp 3 slightly to the commissure 1 side. The fracture is not evident optically. There is nothing remarkable about the valve appearance in this location. The valve serial number and size, serial no. (B)(4), size 27 mm, were ascertained from the polyester film support once the valve was disassembled. The fracture surfaces and the wire surface in the vicinity of the fracture origin were characterized using the sem. The fracture origin is at the outflow surface of the wire, slightly towards the inside of the wireform. Burnishing covers approximately 20% of the surface indicating that the valve continued to function for some period after fracture. The specific cause for the fracture is not evident after analysis of the fracture surfaces. The exact initiation site is obscured by burnishing on both surfaces of the fracture. It is possible that inclusions, pits, cracks, surface oxidation, or other imperfections could be present, but they would be smaller than approximately 6m in depth. The wire surface in the general area of the fracture origin exhibits typical surface features commonly found on all wireforms. At magnifications of approximately 500x, minute imperfections, less than 10 m in length and 1 to 2 m in width are evident parallel and perpendicular to the wire axis. These minute imperfections were observed in other areas of the wireform, and their size was no larger than that observed in proximity to the fracture surface. Based on their location and distribution, it appears that these minute imperfections are associated with the raw material manufacture, or possibly the automated manufacture of the wireform component. These imperfections are sufficiently small that they would not be expected to have any influence on the fracture initiation. However, since the specific fracture initiation site is obscured by burnishing, the presence or absence of any specific fracture initiator cannot be determined. In summary, this valve was explanted after approximately two years because the patient developed an infection and aneurysm. No report of valve malfunction was made. During the standard returned valve evaluation a fracture in the wireform was noted as an incidental observation, which is not related to the explantation of the valve. Edwards' standardized in vitro testing shows that there is no measurable impact of the wireform fracture on the functionality of the valve. The as-received eoa is slightly lower than the (B)(4) requirement, which is normal for an explanted valve, as host tissue growth and blood exposure followed by storage in formalin limit leaflet mobility. This reduction in eoa is unrelated to the wireform fracture. The trf is approximately six times lower than the maximum allowed in (B)(4). The wireform fracture had no discernible impact on valve coaptation. Based on the investigation result, although the specific cause of the wireform fracture is not determined, it does not appear that the fracture directly caused a malfunction of the device.

Event description:
Reported, by email from sales representative "as reported by maggie simons, ev or team lead: dr. Mccarthy placed the magna aortic valve 27mm 2 years ago. The patient developed an infection and an aortic aneurysm. We replaced with a homograft."